Event description:
Per the clinic, the patient experienced subsequent loss of connection to the internal device and stopped responding to sound. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.